Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "leakage of silicone filled implant". This record is for the left side. Device was explanted and replaced.

Event description:
Patient reported "leakage of silicone filled implant". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. In response to FDA (voluntary sus) report number(s): mw5172342 and mw5172343. Quality check for anything missed. Additional, changed, and/or corrected data: a.4., d.6a., d.6b., h.11.